Manufacturer narrative:
Device not received stuck in manufacturing mode device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, missing display window cover and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unspecified pump error and high blood glucose level. The customer¿s blood glucose level was 12.9 mmol/l. The customer had also sensor glucose and blood glucose values discrepancies and doesn't have airbubbles in the reservoir. The customer had selftest 3 times and test was failed and alarm was 'pump error' without a error code. The pump will be replaced. The insulin pump will be returned for analysis.